Event description:
It was reported that the distal cover fell off from the duodenovideoscope and one narrow section in the center of the front opening of the distal cover was cut off by a few millimeters. The event occurred when the diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure was completed and the duodenovideoscope was being removed from the body. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.